Manufacturer narrative:
(B)(4). Physio control evaluated the customers device and verified the reported issue. Physio replaced the system and user interface pcb assemblies and completed other unrelated repairs. After the repairs proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not progress past the start up self test when the customer attempted to power on the device. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the removed system controller pcb assembly and determined that the cause of the reported issue was due to a thermally sensitive integrated circuit, designator u11.

Event description:
The customer contacted physio-control to report that their device would not progress past the start up self test when the customer attempted to power on the device. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.